Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right axillary artery in a 37 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. Extracorporeal membrane oxygenation was in place prior to implantation of the impella cp and served as the primary hemodynamic support device, with the impella utilized for left ventricular venting. During support, hemolysis was reported based on 2 consecutive plasma free hemoglobin measurements greater than 40 milligrams per deciliter, obtained within 24 hours. Imaging confirmed appropriate pump position during the hemolysis event. The patient was noted to have a small left ventricle, and additional contributing factors included the patient¿s critical clinical condition. Repositioning was performed; however, it did not resolve the reported issue. Hemolysis resolution following device removal was unknown. Additionally, right upper extremity limb ischemia was reported with low regional saturations and concern for compromised future blood flow to the right arm. The ischemia was diagnosed by loss of pulses in the affected limb and was reported to have occurred during or after repositioning unit insertion. The patient had a reported history of peripheral arterial disease/peripheral vascular disease, with vessel diameter reported as greater than or equal to 4 millimeters. Activated clotting time values around the time of the event were unknown. Due to concerns regarding right arm perfusion, the impella cp device was removed and the configuration was revised to preserve blood flow to the extremity. It was unknown whether device removal resolved the ischemia. While on support, the impella cp device was operating at performance level 4 with flows of 1.4 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully explanted, and the patient remained on extracorporeal membrane oxygenation support with no additional adverse events reported. Hemolysis is a known risk associated with impella support and may be influenced by a small left ventricular cavity and the patient's underlying critical clinical condition. Limb ischemia is a known potential complication associated with large-bore arterial access and may be influenced by compromised distal perfusion, underlying peripheral arterial disease/peripheral vascular disease, and the patient¿s underlying critical clinical condition as they presented in society for cardiovascular angiography and interventions (scai) shock stage e.